Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons of cyst under both components.

Manufacturer narrative:
Correction: please refer d9 product available to stryker. The reported event could be confirmed since the large cysts can be confirmed with the provided CT scan. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the reported large cysts can be confirmed with the provided CT scan. Specifically, the tibial component has an adjacent large cyst. Loosening is likely. There are also some osteophytes mainly around the talar component. Loosening of the talar component cannot be confirmed with the CT scan only. The underlying cause of the failure is not clear. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons of cyst under both components.